Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Conclusion: the cause of the reproducible access accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for two samples from one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial results recovered above the normal reference range of the assay. The customer reanalyzed the patient's samples on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained two reproducible elevated results for both the rapid serum (rst) and serum specimen tubes. The elevated access accutni+3 result was released from the laboratory. The patient was started on dual antiplatelet therapy ticagrelor which was ceased once the negative results were obtained. The patient was also prescribed clexane 60mg which was changed to 40mg daily prophylaxis. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the incident. The patient's sample was collected in a rapid serum tube and a serum tube. The tubes were centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues. The patient¿s sample was also analyzed on other methodologies, (istat and architect) and recovered with lower results, within the reference range.